Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v967498, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implant had not been functioning properly. In addition, the patient just replaced the batteries in the box and for it to turn off she had to remove the batteries. She indicated that this device had caused her nothing but problems since she got the implant and was very upset. The issue that was occurring and what device was at fault was unclear, along with any interventions, so additional information was requested. If additional information is received a supplemental report will be sent.